Manufacturer narrative:
The device history record was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).

Event description:
A physician reported to rxsight that a patient was diagnosed with herpes zoster ophthalmicus (hzo) with corneal involvement on (B)(6) 2026 following a recent lock-in treatment on (B)(6) 2026. Antiviral medication was prescribed for the patient. On (B)(6) 2026, patient's symptoms were resolved. The treating physician kept patient on antiviral medication as prophylactic treatment through the final lock in.